Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. Postoperatively, the pt presented with lens subluxation. The surgeon reports that the lens haptic likely tore the posterior capsule and lead to the lens dislocation. Intervention was performed in order to explant the iol and implant a different lens model. The pt's prognosis is excellent. Reference MDR #2031924-2010-00142.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the reported issue of lens subluxation is likely related to the use of the lens injector. Conclusion: the lens was returned to b&l and subjected to visual examination, which revealed that the lens haptic was torn near the hinge. The damage is consistent with lenses that have been explanted.